Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported difficult to remove (entanglement) associated with the clip becoming entangled with the sgc tip appears to be due to the difficulty closing the clip. Without the device to analyze, the cause of the reported difficult to open or close (clip close - difficult) and difficult to open or close (clip open - difficult) could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The additional device referenced in b5 is filed under separate medwatch report number.

Event description:
This is filed to report difficulty opening or closing the clip; and clip caught in the steerable guide catheter it was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) functioned as intended during preparation. After advancing the clip to the left atrium, it was noticed that the clip was difficult to close or open. It was decided to remove the clip; however, during retraction of the clip, the clip got caught on the steerable guide catheter (sgc). Cds and sgc were removed. It was noted that the soft tip of the sgc was damaged when the sgc was out of the patient. A replacement cds and sgc were used to complete the procedure. One clip was implanted with no reported issue, reducing mr to grade <1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
In this case, the reported difficult to remove ¿ cds/sgc (clip delivery system/steerable guide catheter) was not confirmed. Additionally, the returned device analysis was unable to confirm the reported difficult to open the clip; however, it was observed that the clip was unable to open. The reported difficult to open or close - clip close - difficult could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on the information provided and the analysis of the returned device, the reported difficult to remove the cds from the sgc associated with the clip getting caught on the sgc soft tip while retracting it into the sgc is related to procedural conditions associated with difficulty closing the clip. A cause for the reported difficult to close clip and difficult to open clip at the account, however, cannot be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.